Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) evaluated the device. The fse performed diagnostics on device. Trunk cable failing ops check. The device needs a lead cable. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the 12 lead trunk cable requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the monitor is beeping and the device displays a red x. There was no patient involvement.